Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical stapling on a laparoscopic procedure, the surgeon was able to press the green button but stapler failed to fire. When they tried to fire the stapler, the trigger stopped. They opened another stapler with the same lot number to complete the case. There was no patient injury.